Event description:
A falsely elevated troponin I result of 6.48 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested on an alternate instrument and a result of 0.02 ng/ml was obtained. The patient was treated with thrombolytic agents. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate wash due to a partial occlusion in the wash probe. The instrument is performing within specifications.